Event description:
It was reported that a user experienced elevated blood glucose while using the ilet with a cd infusion set after performing a supply change that he believed might not have been executed correctly, noting visible blood at removal without a bent cannula; the highest blood glucose was 359 mg/dl with a current value of 232 mg/dl, and the user received troubleshooting and education regarding site rotation and scar tissue. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no hospitalization and no medical intervention beyond troubleshooting and education. Investigation included user interview and troubleshooting. Investigation of this case revealed that the cause of the elevated glucose was unclear, with possible contribution from infusion site issues related to scar tissue and recent set change, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.